Event description:
Pt underwent laparoscopic cholecystectomy. Later that afternoon pt returned to or for exploratory laparotomy for control of intra-abdominal bleeding. Though active bleeding was not found, there was about 1300cc of blood in the peritoneal cavity. The epigastric artery was retracted and thought to be the source of the bleeding at the trocar site.